Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. Medical records/radiographs were provided and reviewed by a health care professional. Review of the revision operative notes identified patient was revised due to pain, dislocation, and dysfunction. During the revision, significant trunnionosis, liner wear, and some metallosis noted. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D11: liner 10 degree elevated rim 3.5 mm offset 36 mm, pn 00631005836, ln 61587433. Tm shell 58mm, pn 00620205822 lot 61682665. Femoral head sterile product do not resterilize 12/14 taper, pn 00801803602, ln 61736768. Kinectiv neck, pn 00784802301 lot 61652606. M/l stem 16.25, pn 00771301600 lot 61576335. Screw 6.5x30mm, pn 00625006530 lot 61832516. Screw 6.5x30mm, pn 00625006530 lot 61850965. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-04638, 0001822565-2019-04615, and 0002648920-2020-00074. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient underwent an initial left total hip arthroplasty. Subsequently, one year after the initial surgery the patient underwent a revision surgery due to pain, dislocation, and dysfunction. During the revision, significant trunnionosis, liner wear, and some metallosis noted. All components were revised without complication.

Manufacturer narrative:
(B)(4). Concomitant medical products: liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell, pn 00631005836, ln 61587433. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-04638. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left total hip arthroplasty. Subsequently, the patient underwent a revision due to unknown reasons. The cup and liner were removed and replaced. Attempts were made to obtain additional information; however, none was available.